Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective esm board.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: defective esm board. Replacement of the esm board.